Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter was torn with thr guidewire or stylet. Apollo was placed near the nidus and mirage was taken out. While injecting onyx18, it was seen under fluro that microcatheter had torn. The damge was at the distal location. There was no friction or difficulty during insertion of the guidewire or stylet. There was no other damage to the catheter. There was no kink or damage to the guidewire/pushwire/stylet. The devices were prepared as per instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing arteriovenous malformation (avm) treatment. Avm was in m3 segment and vessels were tortuous and faced a little issue to understand the feeder arteries. Vessel tortousity was severe. The access vessel tas the left middle cerebral artery (mca) with a diameter of 3.7mm. No patient symptons or complications were reported.  Ancillary devices: cat5 (ox) guide catheter, mirage wire guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a little resistance during injection. It was noted that the physician paused for awhile. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent wasembedded in an unintended location. The patient was recovering well.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter was returned for analysis within a primary shipping box, within a secondary shipping box, within an opened apollo outer carton (b436046), within an opened apollo inner pouch (b436046), and within a dispenser coil. ¿ damage location details: onyx residue was found within the apollo catheter hub. No damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter detachable tip was found intact. No damaged were found with the apollo catheter distal tip. Onyx residue was found within the apollo catheter distal tip lumen. The apollo catheter body was examined under magnification. The apollo catheter body was found ruptured ~5.5cm from the catheter distal tip. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report could not be confirmed. Although no punctures were found with the apollo catheter the apollo catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. In addition, the results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. The cause for the catheter rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.